Manufacturer narrative:
(B)(4). PMA/510k # ¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, before use, that the basket of the ngage nitinol stone extractor was not fully closing. It was therefore not used. After this observation they opened another ngage basket which was fine so they continued as normal. No patient involvement.

Event description:
It was reported, before use, that the basket of the ngage nitinol stone extractor was not fully closing. It was therefore not used. After this observation they opened another ngage basket which was fine so they continued as normal.

Manufacturer narrative:
Investigation ¿ evaluation: visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed. This included a review of complaint history, the device history record, instructions for use, manufacturing instructions, and quality control data. One device was returned for investigation. The device was returned with the handle and the basket formation in the closed positions. The collet knob is tight and secure. The male luer lock adapter (mlla) is tight. The polyethylene terephthalate tubing (pett) measures 4 cm in length. The support sheath is bowed in appearance. There were no kinks noted in the basket sheath. A functional test determined the handle actuates the basket formation to the open and closed positions; both in the coiled and straight position. A review of the device history record found there were no non-conformances related to the reported failure mode. A complaint history search revealed this complaint is the only one associated with lot number 8594908. Per the instructions for use (IFU): caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Investigation of the returned found no issue with the functioning of the basket. The basket of the device was found to open and close without issue, both when in the straight and coiled positions. The complaint was not confirmed. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.